Manufacturer narrative:
The following fields have been updated with additional information: a.2 age at time of event: 42. A.2 age unit: year. A.2. Date of birth: (B)(6) 1971. B.5. Describe event or problem: it was reported that when taking of shield of a bd syringe 0.3ml 31ga 6mm halfunit the hub separated from the device. D.1. Medical device brand name: bd syringe 0.3ml 31ga 6mm halfunit. D.3. Medical device manufacturer: bd medical- diabetes care ¿ holdrege, ne / 68949 d.4 medical device catalog #: 324916. D.4. Medical device lot #: 0314054. D.4. Medical device expiration date: 2025-11-30 d.4. Unique identifier (UDI) #: (B)(4). G.1 manufacturing location: bd medical- diabetes care ¿ holdrege, ne / 68949 g.5. PMA / 510(k)#: na. H.4. Device manufacture date: 2020-11-09. D10: device available for eval yes, d10: returned to manufacturer on: 2021-12-15. Investigation summary: customer returned (1) 3/10cc, 6mm, 31g syringe in an open poly bag from lot # 0314054. Customer states that when they took off the shield, the needle got attached to the shield. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 0314054. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. CAPA pr1630423 has been opened to address this issue h3 other text : see h10.

Event description:
It was reported that when taking of shield of a bd syringe 0.3ml 31ga 6mm halfunit the hub separated from the device. The following information was provided by the initial reporter, translated from portuguese to english: I had a problem with the syringe. I went to use it last night, when I took off the shield, the needle got attached to the shield.

Event description:
It was reported that when taking of shield of an unspecified bd insulin syringe the hub separated from the device. The following information was provided by the initial reporter, translated from portuguese to english: I had a problem with the syringe. I went to use it last night, when I took off the shield, the needle got attached to the shield.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone #: (B)(6). Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.